Manufacturer narrative:
(B)(4). Date sent 11/19/2024. D4 batch # unk. B3: unknown; captured as awareness date. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon procedure when a leak occurred post operatively. The leek occurred at the staple line. Patient was re-operated on.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2024. Sales rep has advised that the product should be product code: tlc75 product name proximate*75mm linear cutter the sales rep wants to stress that the product did not malfunction during surgery, but multiple patients have complained about leaks following surgery and all devices were disposed of after the surgery was completed.